Manufacturer narrative:
Patient age/date of birth and weight were not provided for reporting. Additional device product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with a trochanteric fixation nail (tfn) for a hip fracture on (B)(6) 2017. On an unknown date, x-rays determined that the helical blade had cut out of the femoral head. The patient returned to the operating room on (B)(6) 2017 for removal of the nail, helical blade and distal locking screw. Patient was revised to a total hip replacement. There was no surgical delay, no fragments generated, and no harm to the patient. Surgery was successfully completed. Patient outcome was reported as stable. Concomitant devices reported: tfn nail (part# 456.318s). Distal locking screw (part# 458.940s, quantity 1). This report is for one (1) 11.0 mm ti helical blade 110 mm-sterile. This is report 1 of 1 for (B)(4).